Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) determined good stable output on the electrode pairs, there were no issues when pressing on the ins, and telemetry was acceptable. Analysis of the lead (lot #va12fhp) identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va12fhp, implanted: (B)(6)2016,- explanted:(B)(6) 2018, product type: lead. (B)(4 also apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's battery reached the end of the line and the device efficacy was waning. The health care professional stated that there was a concern for malposition of the lead. It was mentioned that the patient experienced decreased efficacy, painful shocks when turning the strength of the signal up. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) for a patient with implantable neurostimulator (ins). It was reported there was a revision. The hcp requested a return mailer kit. The hcp indicted the device had been removed, but only noted they had stated ¿revision¿ with no further details. It was noted the revision occurred on (B)(6). There were no symptoms reported. There were no further complications that have been reported as a result of this event.